Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the x ray was not possible. Review of the system log files showed fluoroscopy stopped error. Upon investigation rse found pedal tapping issue with wired footswitch. Rse suggested to replace the wired footswitch to resolve the issue. No further information regarding the issue has been provided. No service has been performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the x ray was not possible. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that footswitch was failing. Philips has started an investigation of this complaint.